Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patient experienced a difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb.